Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, tenaculum forceps had broken cable. The procedure was completed with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and no damage was identified. The issue occurred while surgeon was grasping a fibroid on the uterus. The instrument did not collide with any other instrument or tool during the procedure. There were no issues with the instrument, until the cable broke. No photographic images of the device(s) or a video recording of the procedure available for isi review.